Event description:
Customer called to report a pod she did not think was working properly. She wore the pod on her back for less than 24 hours. Her blood glucose levels ranged between 207-342 mg/dl while wearing this pod. She was able to activate and place new pod, and bg is now at 189 mg/dl. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.